Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device became stuck during a software update and entered a continuous loop, preventing completion of the update. The device appeared to require reimaging to restore functionality. When a surgical case began, users were unable to access the device to obtain the required medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pas-es update was stuck at 7% in a continuous loop. A field service engineer found the station stuck on a windows update and reimaged the station. The system functioned as intended after the field service engineer repaired the device.